Event description:
The customer reported that the system displayed a communication failure error message which caused the c-arm to lock up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was cleaned, reseated and the battery was changed. Also the ps1 power supply was reseated. The system was then found to be operating as intended.